Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced a severe migraine. At the time of the event, the cgm displayed a reading of 40 mg/dl, while the blood glucose meter (bgm) showed a significantly elevated level of 803 mg/dl. Due to the concerning symptoms and conflicting glucose readings, the patient¿s wife contacted emergency medical services (ems). Ems arrived and transported the patient to the emergency room (ER). At the hospital, the patient was diagnosed with diabetic ketoacidosis (dka) and was treated with unspecified intravenous (IV) therapy. The patient was discharged after a 3-day hospital stay. At the time of this report, the patient was described as in ¿normal¿ condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.